Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low speed event while the patient was supported by the power module, as well as transient power elevations; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the power elevations could not be conclusively established. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files contained events from (B)(6)2020 through (B)(6) 2020. While the device was connected to the power module on (B)(6) 2020, a transient low speed advisory alarm was captured that resolved within approximately 1 second. The pump otherwise maintained a stable speed above the low speed limit without issue. Transient elevations in power/estimated flow were captured on (B)(6)2020, (B)(6) 2020, and (B)(6) 2020. All of the elevations in power/estimated flow were captured during pulsatility index (pi) events. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6), with no further related events reported at this time. The heartmate ii lvas instructions for use (IFU) outlines all pump parameters, including pump speed, power, and estimated flow. The IFU explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook outline all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The IFU provides an explanation of each of the pump parameters, including pump speed, power, and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. The heartmate ii lvas patient handbook rev. C, is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's short to shield was originally reported under MFR#2916596-2022-15583. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received stating that the patient was put on an ungrounded cable due to short to shield.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a speed drop on (B)(6) 2020. Log file analysis showed a transient low speed advisory while the patient was connected to the power module. Updated log files contained some power/flow spikes associated with pulsatility index events. No other alarms or events were noted.